Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient a missing sensor wire that occurred on (B)(6) 2015. Patient claimed that she received a sensor failure error message, removed the sensor pod and noticed that the sensor wire was missing from the underside of the pod. At the time of contact, the distributor did not report any injury or medical intervention.